Event description:
A feeding jejunostomy was placed in a loop of jejunum just distal to the gastrojejunostomy - a pursestringsuture was used to secure it to the jejunum. It was then anchored tothe anterior abdominal wall & tothe skin. On 3/2/92 part of the feeding tube had been drawn into the jejunum - the other part was outside the body on the side. Patient taken to surgery 3/3/92 - the tube was found, irrigated with saline and it was reconnected to a new irrigation apparatusdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: unanticipated. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.